Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to trouble shoot the device. Tac confirmed that the cable end/type of digital visual interface (dvi) did not match the cv-190. Serial digital interface (sdi) options were attempted; however, the sdi image was not to satisfaction. Tac recommended replacing the dvi cable to match the cv-190. Three follow up attempts were made to confirmed if the issue was resolved but the customer never respond. The device has not been received to the date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the video system center displayed colored bars. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "color bar is displayed" was caused by an appropriate digital visual interface signal cable was not connected. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.